Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported patient effect of dissection is a known observed and potential patient effect as listed in the IFU. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the mid left circumflex (lcx) with heavy tortuosity, moderate calcification, and 99% stenosis, pre-dilatation was performed with an unspecified 1.5x8 balloon catheter. A 3.0x12 mm rx xience prime stent delivery system (sds) was advanced, resistance was felt with the patient anatomy during advancement and slight force was applied. The stent was deployed at the lesion site in the lcx and a distal edge dissection was noted. Another xience prime stent was implanted to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.